Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer picture. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
Customer states when closing the safety, the needle bends out.